Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. No enough info was provided from the reporter to properly complete an investigation. Multiple attempts have been made to obtain info. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.